Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml syringe was received and evaluated. It was observed there was small areas of missing print near the 9ml marking. The missing print had a dragged or scraped appearance. No single item was missing more than 50% which was acceptable per product specification. Potential root cause for the missing print defect may be associated with the assembly process. It is possible there was a slight misfeed causing the print to be rubbed off. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter: material no: 30102, batch no: 9190569. It was reported syringe with blurred letters.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter: material no: 301029, batch no: 9190569. It was reported syringe with blurred letters.